Event description:
A case of pericardial effusion requiring intervention was reported during a left atrial appendage closure (laac) procedure where the nrg transseptal needle (baylis medical company) was used with an sl1 sheath (st. Jude medical) for the initial transseptal puncture. During transseptal, the physician experienced difficulty tenting the septum. Additional manipulation and re-wiring of the devices was required to position on the septum. While maneuvering devices, a pericardial effusion was noted around the right ventricle. The patient's blood pressure dropped and pericardiocentesis was initiated. The patient's blood pressure stabilized. Blood was reinfused back to the patient while withdrawing blood from the pericardium. Surgery team was consulted to attempt to locate the cause of the bleeding. A hole in the right atrium/ superior vena cava junction was identified. Surgery was performed to repair the hole and an atriclip was attached to the left atrial appendage. The patient remained hemodynamically stable throughout the surgery and is expected to fully recover. There is no reasonable evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.